Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy surgery due to cervical vertebra degeneration. Intra-op, screw was worn and slipped. This screw was then explanted completely. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and microscopic inspection revealed the female hex on the screw has been damaged. A microscopic review revealed some deformation around the edges of the hex. There does appear to be some secondary damage from the removal process on the outer head of the screw. The driver was not returned to verify the male hex. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.